Manufacturer narrative:
The reported event of ¿defibrillation testing was unsuccessful¿ was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for initial implant. During the procedure, the right ventricular (rv) lead exhibited unsuccessful defibrillation testing resulting in intermittent heart block. External defibrillation was used to convert the patient¿s rhythm. This rv lead was not used, and the physician completed the procedure using a different rv lead. There were no patient consequences reported.